Manufacturer narrative:
Evaluation results: one portex general anesthesia bag was received in used condition without its original packaging. The device was visually inspected at a distance of 12 inches under normal lighting in order to detect any damage on the unit. The breathing bag was found to have a hole in it. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Foreign: (B)(6).

Event description:
Information was received that during the use of a smiths medical portex anesthesia circuit set "an air leak occurred". No adverse patient effects were reported.